Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information received indicates that the device declared elective replacement indicator (eri) after have been implanted for 51.5 months. There was an allegation that the device declared eri prematurely due to extended charge times. During the explant procedure, a buzzing/rattling noise could be heard. The source could not be identified, the device was suspected.

Manufacturer narrative:
The product is currently on legal hold due to pending litigation and cannot be analyzed by the post market quality assurance laboratory. If legal clearance is received the device will be analyzed and the event updated. This device is included in the following advisory populations: avt latching population communicated on (B)(4) 2005 and the mid-life display of replacement indicators communicated on (B)(4) 2007. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.